Event description:
As stated by the customer on (B)(4) 2010: back in august, the patient was being placed back in her sara 2000 lift after showing. While in the process of being put back in the lift, she suffered a spontaneous (pathological) fracture to her femur, and went down but did not hit the floor. Neither the lift nor the sling involved was quarantined, and (B)(6) was not notified until an on-site visit by an (B)(6) diligent clinical rep for a different issue (it came about during some discussions, and the diligent rep notified the (B)(6) service director, who notified qa). It must also be noted that the facility has reported to (B)(6) that the patient passed away a few days later, but from unrelated causes. (B)(4).

Manufacturer narrative:
(B)(4). Incidents involving medical devices manufactured by (B)(6) hospital equipment ab in (B)(6) will be reported by us, the legal manufacturer, (B)(6) hospital equipment ab in (B)(6) on behalf of our sales and distribution company in the USA, arjohuntleigh, inc., (B)(6). The patient passed away due to unrelated causes (according to the facility). The facility stopped the (B)(6) service tech from going on-site for his investigation. They have not yet given an indication as to when a tech would be allowed to complete an incident report. Additional information will be provided upon conclusion of the manufacturer's investigation.